Event description:
A product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. The range of tolerance is to high for the accessory holder. Wedges and other accessories do not latch correctly. There was no injury reported. Risk analysis is complete. Corrective action is pending.

Manufacturer narrative:
Cause: the cause of this event is the accessory holders. A detailed investigation report will be provided by (B) (4). Severity: 3 (critical). If any of the accessories fell out of the accessory holder, this could result in serious injury. Probability: d (occasional). Since the accessories already fell out of the accessory holder, the rating was done as occcasional. Other products concerned: no. Only applies to artiste. Conclusion/actions: comment/explantation: delivery stop for forward production until the sal can be put into forward production or extended testing for accessory holder before hand over to customer.